Event description:
The user facility reported that the distal portion of the sheath became partially separated during removal from the pt. The distal portion was removed from the pt, and then, the original procedure was completed successfully. The pt reported to be fine.